Event description:
The customer's husband reported the customer's blood glucose meter would not turn on when the button was pressed, and when the test strip was inserted into the port in 2009. At approx 2 weeks later at 9:30 am, it was reported the meter 'would not respond when new batteries were installed" and the customer experienced symptoms of upset stomach, dizziness and "loss of body functions" as result of being unable to test her blood glucose. The customer's husband also reported the customer was seen by a doctor, who diagnosed the customer with hyperglycemia and treated her with a "shot" which the caller did not know what it was. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned for an investigation, and the complaint was not confirmed. Meter did power on with button depression and with test strips insertion. The test strip lot # 0719832 was expired (expiration date: 31-jul-09). It was observed on the meter memory log that the customer used the meter between 2007 and 2008. Afterwards, the meter was used in 2009, and then at approx 6 months later, when two readings were obtained: 97 mg/dl (7:10 pm) and 293 mg/dl (7:18 pm). This is the final report.